Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's caregiver performed a system controller exchange at home due to a backup battery (ebb) fault alarm however there was no record of said alarm except for the low voltage alarm. Log files were sent from the old primary system controller, and the log noted several odd low power advisories and power cable disconnects while the patient was connected to the mobile power unit (mpu). The system controller was then disconnected at 7:41 pm. The log file did not capture any ebb faults, as reported. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of abnormal low voltage and power cable disconnect alarms was able to be confirmed by review of the submitted log files. The event log file contained approximately 8 days of information (24feb2025 to 04mar2025 per timestamp). Intermittently on 03mar2025 and 04mar2025 while the controller was connected to the mobile power unit, atypical low voltage advisory and power cable disconnect alarms were observed. These alarms activated due to the relative state of charge (rsoc) of the black power cable briefly dropping below either of the designed alarm thresholds. The observed alarms did not impact the ability of the controller to operate the pump at the set speed. The driveline was observed to be disconnected at 19:41 on (B)(6) 2025, which is consistent with the reported controller exchange. Multiple attempts were made to obtain information related to the resolution of the event and the potential for product return; however, no response was received. To date, no products have returned for evaluation under this event. The root cause of the observed low voltage and power cable disconnect alarms could not be conclusively determined through this evaluation. The device history records could not be reviewed, as the serial number of the unit was not provided. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (including those associated with backup battery fault, low voltage, and power cable disconnect) and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.